Event description:
It was reported that the insertion site of the customer's sensor was bruised and infected. Customer stated the sensor cannula was still in her skin, which was infected. She had attempted removal four days prior. Customer's blood glucose was 122 mg/dl. After looking at the sensor, customer reported the sensor cannula was not intact and was stuck in her skin. She was advised an x-ray would be able to locate the sensor cannula in her body. The sensor had been inserted on (B)(6) 2015. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.